Manufacturer narrative:
Returned device was evaluated and found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause was determined to be broken sma wire at anchor. Initiation of the alarm in response to this issue indicates the device functioned as intended. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient¿s blood glucose (bg) reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours on her hip/buttocks. The patient's blood glucose history is as follows: (B)(6). Patient treated elevated bg results with bolus.